Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. Blood glucose was unknown. Customer is not calling back after receiving a new battery cap. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The additional information has been provided with this report.

Event description:
It was reported via phone call that the customers weight was (B)(6) pounds.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No blank display anomaly noted during test.